Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2015. According to the complainant, the clip was able to attach to the tissue and deployed successfully. On (B)(6) 2015, the patient experienced abdominal pain and went to the hospital. An x-ray was performed and confirmed that the clip was still in place. Medication was prescribed to manage the abdominal pain. Two days after on (B)(6) 2015, the patient went again to the hospital due to abdominal pain. Another x-ray was performed and confirmed that the clip fell off. A perforation was noted at the site where the clip fell off. The physician believed that the perforation was caused by the clip. The patient was brought to surgery to treat the perforation. The patient's condition was reported to be stable after the surgery.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.